Event description:
A primary guide to be used in surgery was found broken with broken piece missing before use. It is unknown if the instrument broke in reprocessing or not. An alternate guide was used to complete the surgery without incident. A previous guide was broken and reported on mfg report # 3005670412-2018-00001.